Manufacturer narrative:
The lead under complaint was not returned for analysis. There was no indication of a device malfunction.

Event description:
Ous MDR - the patient came for a follow-up on (B)(6) 2014 and all measurements were fine and had been stable and normal since implant. Later that day the measurements were: p/r wave- 1.6/10.9 [mv] pacing threshold- 0.7/0.4 and 1.1/0.4 [v] pacing impedance- 344/ 575 ohm. It was noted the patient received 2 inappropriate shocks due to noise on the rv lead. The patient claims he didn't feel anything. The physician decided to remove the lead from service and exchange the crt-d on the following day.